Event description:
The customer's mother stated she took the customer to the doctor because the insertion site was infected.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Qualification records were reviewed and the product lot met all acceptance criteria.